Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 and 273 mg/dl. Customer only tested with the truemetrix air meter twice. Customer also stated she compared her results to her son's meter and the truemetrix air results were higher; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 271 mg/dl and 340 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/21/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :354 mg/dl date: (B)(6) 2018 time:12:53 pm fasting, result 2 :273 mg/dl date: (B)(6) 2018 time:12:52 pm fasting.